Event description:
Arthritis [arthritis]. Case description: a spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female patient, initials not provided, with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2011, the patient initiated synvisc, 2ml. The patient's third and last synvisc injection was (B)(6) 2011. On (B)(6) 2011, arthritis developed and the patient was hospitalized for about one month. The action taken with synvisc was none. The patient's outcome for the event was reported as recovered without sequelae. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probably related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relation of the product is not affected by the report.